Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an occlusion issue with their infusion set. Blood glucose value was unknown at the time of the incident. The customer was advised to change their infusion set. No troubleshooting was performed. Nothing will be replaced or returned.